Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: "on (B)(6) 2024, the doctor found the dilator tip was rough when the dilator withdraw from the skin. There was no reported harm for the patient. Involved 1 pc."

Event description:
It was reported that: on (B)(6) 2024, the doctor found the dilator tip was rough when the dilator withdraw from the skin. There was no reported harm for the patient. Involved 1 pc.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.